Event description:
It was reported that the pt underwent an orif revision of a previous proximal femoral valgus osteotomy due to femoral neck pseudoarthrosis with bone grafting using rhbmp-2/acs. Concurrently, the pt underwent a van ness rotationplasty with knee fusion of the distal segment. Two days post-op, the pt was noted to have thigh compartment syndrome requiring fasciotomy and delayed wound closure.

Manufacturer narrative:
(B) (4). Enlargement of pre-existing tumor. Literature article citation: oetgen et al. Complications associated with the use of bone morphogenetic protein in pediatric patients. J pediatric orthop 2010;30:192-198. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.